Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (no image) was that a failure occurred in the scope connector during user handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during preparation for use, they experienced error e315 which indicates no image. The customer stated, that this caused a less than 15-minute delay during which time the patient was not anesthetized. The colonoscopy procedure was completed with another device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
D4: UDI not available. Device not distributed in us. The device was returned to olympus. During testing and inspection the customer¿s complaint (e315) was confirmed. This complaint is most likely caused by a faulty light guide plug. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.